Event description:
A report was received that the patient underwent a pocket revision procedure due to pocket discomfort.

Event description:
A report was received that the patient underwent a pocket revision procedure due to pocket discomfort.

Manufacturer narrative:
The patient is doing well following the pocket revision procedure.